Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial (b)6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6) , ubd: 31-oct-2025, UDI (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 275mcg/ml at 82.78mcg/day via an implantable pump. The patient¿s medical history included chronic pain. It was reported that the pump was flipping in the abdomen. The diagnostics and troubleshooting performed was they were unable to interrogate in pre-op and the pump was previously flipped in office during refill and they had to flip the pump to fill it. The physician was intending to re-suture it down. At the revision, the pump segment was noted to be twisted in the pocket. The environmental, external or patient factors that may have led or contributed to the issue was noted as the patient has lost weight and all 4 anchors points were no longer connected. When the scrub tech was filling the pump on back table, she was having a hard time re-filling it. It would only take 10ml. The physician requested that pump be re-placed. A new pump segment and new pump were implanted. The physician sutured pump higher up in the pocket. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information ion regarding the event.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found catheter body-kink observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.